Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection was performed and found cracked bottom enclosure and bent battery lock, unrelated to the reported complaint. Bottom enclosure and battery lock were replaced to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications. The autopulse platform is a reusable device and was manufactured in october 2012 and is 6 years old, beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(6), reported on (B)(6) 2014. Load cells were replaced to remedy the issue.

Event description:
During shift check, the autopulse platform displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The user was unable to clear the issue. No patient was involved with this event.